Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the two CT reconstructions provided for this investigation demonstrate either a type 3 hole endoleak, a very small fabric perforation endoleak, or type ia endoleak through pleating. The 40mm diameter sealing stent was constrained to 21x32 mm resulting in the aformentioned pleating (50 % oversizing). At this time it is not possible to conclude the cause for this event due to the extreme limitation of available information; however type ia endoleak is considered as the most probable cause for this event due to the following observations: the leak's homogeneity; the near certainty of pleating; the fabric's resistance to wire or device perforation; the extremely low probability of a suture hole endoleak occurring within three days. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: type 3-endoleak, discovered bye controll-CT 3 days after intervention. Patient outcome: the patient did require additional procedures due to this occurrence. Repair with tbe-42-81-pf. The patient did not experience any adverse effects due to this occurrence